Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis, reported as a peritoneal infection. The peritonitis was manifested by cloudy effluent. The cause of the peritonitis was reported as ¿caused by bacteria¿. On an unreported date, the patient was hospitalized for the event. Treatment was unknown. At the time of this report, the patient was recovered from the peritonitis and dianeal therapy was ongoing. No additional information is available as the reporter declined follow up.